Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was unknown at the time of the incident. During troubleshooting, customer was able to clear the alarm and was able to complete the rewind process. The insulin pump will be returned for analysis.